Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the lad. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo while passing through the lesion. It was informed that the event was due to the use of the device in difficult lesion morphology. No patient injury reported.

Manufacturer narrative:
The target lesion was located in the rca. The stent was damaged while passing/advancing through a previously deployed stent. Product analysis summary: there were numerous kinks evident to the hypotube 36cm, 89.5cm, 93cm and 102.4cm distal to the strain relief. The stent was positioned correctly between the marker bands but does not meet specification due to the deformation to the distal stent wraps. Deformation was evident to the 1st, 2nd and 3rd distal stent wraps with struts raised, bunched and overlapping. Misalignment was evident to the 10th and 11th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.